Event description:
Information received in 2003, from the patient indicates that the 700 device is "no longer functioning properly." In 2003 the patient indicates the 700 device is "no longer functioning."